Event description:
The device was returned for set ID and bubble detector failure. The device was able to initially pass a mock infusion. An internal investigation was performed and found all 3 screw bosses for the pneumatic plate were blown out or cracked. The set ID showed no signs of physical damage but when the device was reverted to manufacturing mode, device failed front housing functional testing.

Event description:
The following has been reported: pump problem - to whom it may concern, I have a lvp pump serial# (B)(6) that was reported to me that there is a pump problem. I have tested the pump. I found no problem. There was "not" any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.